Event description:
Follow ups were completed and additional information was received from the treating physician. The patient was diagnosed with a hematoma in that required ID involvement and IV antibiotics due to cultures on (B)(6) 2020 showing anaerobic gram positive bacilli non-spore forming and anaerobic gram positive cocci . The hematoma was not attributed to exogen use.

Manufacturer narrative:
H10: updated b4, b5, b6, g3, updated h6 (type of investigation). Manufacturer narrative: based on our investigation and the additional information received, this event is unrelated to the use of exogen. H11: corrected h6 (investigation findings, investigation conclusion).

Manufacturer narrative:
H10: a review of submitted reports identified missing informaiton. This follow up was completed to address the missing information.

Manufacturer narrative:
Based on the information available, no definitive conclusions can be made in regards to the reported event. Attempts for additional information are in progress. Labeling instructs users that the ultrasound gel is non-sterile and that it should not be used on an open wound.

Event description:
The patient reported using the exogen system beginning in (B)(6) 2020. After five months of using the exogen system, the patient stated he developed an infection at the application/surgical site. Revision surgery was performed in (B)(6) 2020 to remove internal fixation and treat infection at the site. Patient received IV antibiotics and was hospitalized for one week. Cause of infection is unknown.